Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the lead was returned in three pieces. The outer insulation, outer coil, and inner insulation exhibited clavicular crush damage at 23.0 cm to 25.5 cm from the distal tip. This damage likely contributed to reported electrical anomalies.

Event description:
It was reported that the patients atrial lead had been fractured as a result of clavicular crush. The damage had caused noise and high impedances. The lead was explanted and replaced.